Event description:
Upon further investigation of the event reported on MDR# 2027969-2011-02396.

Manufacturer narrative:
In the original report MDR# 2027969-2011-02396, product support tested 7 returned pt samples on retain profiler lot w49569 devices. Samples were also tested on access2. Observations were for tni recovery. Further investigation was initiated. As a result of this investigation, a recall has been initiated for this lot and CAPA (B)(4) was issued to determine the root cause and corrective action.